Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the laser fiber was broken into two pieces. The first piece was 229cm in length and included the sma connector. The second piece was 90cm and included the distal tip. The fiber jacket adjacent to the break point appeared warped/melted. Therefore, the condition of the returned device confirms the reported event of fiber broke. The exposed glass tip measured 2.0mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Therefore, the condition of the returned device does not confirm the event of fiber tip detached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break and was bright, clear, and scattered. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-03765 pertains to the first flexiva 200 tractip laser fiber and manufacturer report #3005099803-2015-03766 pertains to the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w with 10w settings. According to the complainant, both laser fibers snapped during the procedure. It was also found that the fiber tip of both devices broke off. The case was completed with the third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-03765 pertains to the first flexiva 200 tractip laser fiber and manufacturer report #3005099803-2015-03766 pertains to the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on december 08, 2015 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 100w with 10w settings. According to the complainant, both laser fibers snapped during the procedure. It was also found that the fiber tip of both devices broke off. The case was completed with the third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.